Event description:
Reportedly the user had a sudden drop in hearing performance with the device and now has difficulties with speech discrimination. According to the user's parents a trauma likely happened. There was no swelling or redness at the site of the implant. The user will follow up with the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, in situ measurements show one channel with hi status already before the assumed impact due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly the user had a sudden drop in hearing performance with the device and since then has difficulties with speech discrimination. According to the user's parents a trauma likely happened. The user will be reimplanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, in situ measurements show one channel with hi status already before the assumed impact due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly the user had a sudden drop in hearing performance with the device and since then has difficulties with speech discrimination. According to the user's parents a trauma likely happened. The user was re-implanted.